Event description:
A malfunction on a pump was reported by the customer after experiencing extremely cold weather while walking outside. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through resetting the pump, as the malfunction code was resettable, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if any future malfunctions occurred, which the customer understood and acknowledged.